Event description:
It was reported that the colonovideoscope had a distorted image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code -b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is distorted is due to error code b30. The most probable cause is traced to component failure without any design or manufacturing issue. Should additional relevant information become available,a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.